Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). As stated by the user facility; the pump will not be returned for further evaluation. However, if the pump, logs and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the report states: "a bag of zosyn (pipercillin/tazobactam 3.37 5g/50 ml) infused in less than 5 minutes, which should have been infused over 30 minutes." The nurse was alerted that the bag was empty because the air in line alarm went off. No injury reported.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 750ml/hr and 50ml (dl: pip3.375) and the pump tested in specification. Furthermore, the pump's operational log was reviewed and there were no indication that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.